Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was recently implanted. However, right ventricular (rv) pacing impedances greater than 2000 ohms were observed. Surgical intervention was performed and a tug-test on the lead was done and the lead remained in place in the header. The terminal pin of the rv lead was visualized going into the header. It was thought that the setscrew from the device was not making adequate contact with the terminal pin. The rv lead measurements were within range when tested with the pacing system analyzer (psa). The rv lead remains in service, while the ICD was replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted noted body fluid contamination in the lead barrels. All seal plugs were intact and the set screws operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observation was unable to be reproduced or confirmed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.